Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: "hi" (>33.3 mmol/l, mobile system) and 8.6 mmol/l (aviva system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, only the mobile system will be returned. The lot number was not available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the aviva system. (B)(4). Device will not be returned.